Manufacturer narrative:
Product analysis conclusion: a series of post-operative CT scans, angiograms, and ultrasound images from multiple dates were received for evaluation. The reported inaccurate delivery and endoleak observed during the index procedure were confirmed; however, the cause of the events and endoleak subtype could not be conclusively determined. Following cuff implantation, a persistent contrast leak was seen along the length of the main body graft and within the aneurysm sac. The appearance and location of the endoleak were similar to those observed prior to cuff placement and appeared more pronounced upon contrast injection at the level of the main body segment near the flow divider. This suggested a possible type IV endoleak, which is likely to resolve after heparin reversal or within 24 hours post-procedure, and/or a type ii endoleak originating from collateral vessels and/or an incomplete resolution of a type ia endoleak. Subsequent follow-up imaging on different dates indicated a small type ii endoleak from the inferior mesenteric artery (ima). Approximately 1.5 years after the index procedure, a new endoleak was identified on cta, appearing unrelated to the previous type ii endoleak from the ima. The proximal and bilateral distal seal zones appeared adequate, making type ia and type ib endoleaks unlikely. No obvious retrograde flow from collateral vessels was observed, and the endoleak appeared to originate from the left limb stent graft. While a type iiib fabric endoleak due to fabric abrasion from adjacent stents remains a possibility, the findings are most consistent with a type iiia junctional endoleak due to insufficient stent overlap from distal migration of the left limb stent graft, which was likely due to the distal limb migration. There is also a possibility that both endoleak types were present, though this cannot be conclusively confirmed. The cause of stent migration could not be determined; however, disease progression, including changes in aneurysm morphology since implantation, may have been a contributory factor. Placement of a stent at this site resulted in resolution of the endoleak and would be expected to address either type iiia or iiib endoleaks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an initial endovascular aneurysm repair procedure using the endurant main body device and etlw1616c82ee and etlw1616c156ee stent graft limbs, an endoleak was observed on completion angiography. A suspected type ia and/or type ii endoleaks were identified. The endurant main body device was positioned lower than intended, prompting placement and balloon moulding of a proximal cuff extension (etcf2828c49ee). Angiography indicated resolution of the type ia endoleak, but a persistent endoleak of unknown source remained, with lumbar vessels present and suspicion of a type ii endoleak. The patient was scheduled for follow-up per protocol. Subsequent imaging including computed tomography, ultrasound, and angiography performed on dates up to 19 months post implant confirmed a persistent endoleak originating from the contralateral limbs and migration of the etlw1616c156ee stent graft limb in a distal direction. A fabric defect was alleged as a contributing factor to the endoleak and there was no disconnection between stent grafts identified due to the migration. Interventional realignment of the contralateral limb with placement of another 16mm limb was performed, successfully resolving the leak. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.